Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that the patient was hospitalized with complete heart block. Upon interrogation it was noted that both the right atrial lead and right ventricular lead were not capturing. Impedance measurements for the ra lead were stable and within range, however the rv lead exhibited impedance measurements of greater than 2500 ohms. An x-ray was taken which did not yield any significant findings. An echocardiogram was performed which showed lead dislodgement. A revision procedure was performed where a suspected clavicular crush was observed on the rv lead. Subsequently the rv lead was surgically abandoned. The ra lead remained in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It is unclear whether this device is for the ra or rv lead.